Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800733 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips remained stuck in the jaws of the applier after ligation.

Manufacturer narrative:
Qn#(B)(4). Complaint voided: this complaint has been voided, due to two complaints with reported defects that would be caused by the same issue. MDR file report#3003898360-2019-00137 was correctly submitted. Please make a note of it.

Event description:
It was reported that some clips remained stuck in the jaws of the applier after ligation.